Manufacturer narrative:
The product was unavailable for return as it was discarded at the facility. Therefore an evaluation of the device performance was not possible. The instructions for use (IFU) that accompany the device caution that ¿improper use of instruments in the handling or im plantation of shunt products may result in the cutting, slitting, crushing or breaking of components¿. The IFU also indicates that "csf-ventriculostomy reservoirs are designed to allow injection through the dome by use of a 25-gauge or smaller noncoring needle." A review of the manufacturing records showed no anomalies. All reservoirs are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the doctor used a stylet to poke a hole in the reservoir and it did not self seal. Reportedly, the device did not have patient contact, there was no injury to the patient and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.